Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that staples malformed. During the weight reduction and metabolic surgery, after fired, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the tlc75 instrument was received with the anvil shroud broken and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged on the anvil shroud was due to an improper handling of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.